Manufacturer narrative:
'The lens was reported as having low vaulting' corrected to 'the lens was reported as having low vaulting, loss of visual acuity, and lens dislocation. The surgeon also noted microspherophakia when the pupil was dilated as the inferior zonules were visible'. Patient code 2692 not applicable in initial MDR. Lens incidents were reported. Device code 1494: off-label use (acd < 2.8mm). Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.00/+3.0/088 (sphere/cylinder/axis), in the patients left eye (os). The lens was reported as having low vaulting. The lens remains implanted but surgeon plans to explant the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.